Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, high, out of range, high voltage lead impedance was observed. The hvli values were fallen back in range during recent measurement. The lead was also observed with externalized conductors during a device change out procedure on (B)(6) 2016. Programming changes were recommended in order to resolve the high voltage lead impedance issue. No further information is available.